Event description:
It was reported that the patient was on life support last month and a doctor had to come fill the pump and now could not find a healthcare provider (hcp) to fill the pump. The pump was ¿shut off¿ on the day of the report. The pump had been without medication for a month. It was stated that the empty pump occurred on (B)(6) 2015. It was also stated that the pump started to alarm 2 days after the report date. The alarm was stated to be the 2-tone alarm. The patient wanted to know if it would be safe if the patient waited until her (B)(6) 2015 appointment. It was unknown what drug the patient previously had in the pump before it went empty. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).